Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. An x-ray revealed that the cathode conductor coil was fractured at the at the tip and the lead was nested. The nesting likely occured while trying to retract the helix. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. Prior to positioning the lead, the physician tested the helix mechanism and the helix remained exposed therefore was not used. No adverse patient effects were reported.